Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Provider called for parts quote. Alleges the throttle stuck causing customer to drive off a ramp. Damaged seat, steering, and rear axle.

Event description:
Provider called for parts quote. Alleges the throttle stuck causing customer to drive off a ramp. Damaged seat, steering, and rear axle.

Manufacturer narrative:
The device was returned for evaluation. However, the device was (B)(6) contaminated. This device could potentially contribute to cross-transmission of infectious materials including bloodborne pathogens and opim (other potentially infectious materials). Due to safety precautions, the device was not evaluated. The device was quarantined and properly disposed of to protect the welfare of employees.